Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of eye irritation, nose irritation, respiratory tract irritation, dizziness, headache and kidney disease/toxicity. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of eye irritation, nose irritation, respiratory tract irritation, dizziness, headache and kidney disease/toxicity. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings and complaints were not confirmed. There was one error code found. The third-party service centre concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit was scrapped. In box h: evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.